Manufacturer narrative:
03/04/1999- supplemental #1 sent to FDA. Device not available for evaluation.

Event description:
The product was used during a demonstration. Reportedly, the shaft disengaged. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.